Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that observed discrepancies were consistent with situations in which the estimated sg values provided by the eversense app were entered as calibrations rather than true bg values. Customer care contacted the user to explain the importance of only entering true bg values from a finger stick when calibrating but they remained unresponsive to multiple communication attempts so no further follow up or investigation was possible. Per dms review, the user was using the system with up-to-date information.

Event description:
On march 18th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.